Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, serial (B)(4), product type: lead. Product ID: 748925, serial (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome. It was reported that the patient had a car accident in 2008 and had to get stimulator implant. The patient stated he had single lead and device was replaced with dual lead. The patient indicated he had a falls prior to implant and after implant. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6)2004, explanted: (B)(6) 2009, product type: extension. Upon additional review this needed to be corrected. Event date is approximate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient said the last time he had surgery was to implant a dual lead and remove a damaged single lead that was damaged in an auto accident. No further information was reported.